Event description:
It was reported that right hip revision surgery was performed due to pain and high levels of cobalt and chromium.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the available information the reported instability and dislocation are presumably due to patient specific factors and/or the procedure technique to correct for the loose soft tissue. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. However according to the detail page the revision surgery was performed due to periprosthetic fracture after patient fall. No further clinical/medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.